Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. The right ventricular lead exhibited loss of capture. X-ray revealed lead dislodgement. Physician attempted to reposition the lead in cath lab, but the lead helix did not extend. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.